Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, but the bolus was not completed successfully as the cartridge alarm recurred. Consequently, technical support decided to replace the pump and the original cartridge. The customer was informed of the necessary steps to return the problematic pump and how to proceed with the replacement, and they acknowledged these instructions. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.